Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose of 20 mg/dl and 114 mg/dl at the time of the call. Customer indicated that they spoke with their doctor and was advised to troubleshoot their pump. Troubleshooting found that the drive support cap was normal and programming for the pump is correct. It was also found that the customer wore the pump in an MRI machine. Customer was advised to monitor the pump and call back if any issues arise. No further details given.